Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough. The infusion sets from the same box were falling off the patient's body. No adverse event was reported. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.